Event description:
A stryker micro sagittal saw was sent in for repairs for running on safe mode during preparation prior to a procedure. No adverse consequence was associated with the event.

Manufacturer narrative:
During the quality investigation, the customer's complaint (device running in safe mode) was duplicated. Further investigation revealed a worn upper bearing, some broken component parts and corrosion within the motor. Corrosion within the motor is the likely primary cause of the failure. The parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.